Event description:
It was reported that the patient experienced adhesive issues involving two infusion sets, both of which fell off during use. The infusion set detachment was associated with hyperglycemia, the elevated blood glucose was treated with a correction bolus delivered via the pump.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.